Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. The transmitter ultimately regained connection with the pump. The customer's blood glucose level (bg) was 30 mg/dl with nausea. Anti-nausea medication was administered. The customer alleged that the decrease in bg level was due to a loss of connection. No additional patient or event information was available.